Event description:
According to the reporter: while the handle was pulled back, it stuck. The surgeon had to keep pulling the handle back in order for a tack to deploy. Opened a new device. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR based on this new info.